Manufacturer narrative:
The customer did not return their device for evaluation. Despite several attempts from physio-control to get the device returned, the customer did not send in their device. A cause of the reported issue could therefore not be determined.

Manufacturer narrative:
(B)(4). The wrong device was returned; the correct device will be returned to physio-control for evaluation. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device gave an unscheduled defibrillation shock. There was no report of patient involvement in the reported event. The customer's biomedical engineer additionally reported that he was not aware of anybody being affected by the event.